Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was returned for evaluation. A visual inspection confirmed silicone remained on the carrier. The functional evaluation confirmed reduced adherence, establishing a relationship between the device and the reported event. The root cause determined as a raw material issue. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found further instances of the reported events. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.

Event description:
It was reported that, during a wound treatment, a opsite flexifix gentle 5cmx5m dressing lost much of the silicone adhesive when the carrier was removed, so it could not be used. The treatment was resumed, with a back-up device. Patient was not injured as consequence of this problem.